Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The nurse called technical services for assistance on performing a stat drain. During follow up with this nurse he confirmed the patient was admitted for a hip fracture and had missed a day of peritoneal dialysis (pd). During his scheduled dialysis the patient had hypervolemia and was desaturating. The nurse needed to drain the pd fluid from the patient as part of his treatment for bringing the patient's oxygenation level back up. No further information on the patient will be made available.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.